Event description:
I had the essure device inserted in (B)(6) of 2012, within only a couple of months inflammation and joint pain spread throughout my entire body. By (B)(6) of that year the pain in my shoulders was near debilitating yet there was no diagnosis. It was unexplained. I have since, never had another menstrual cycle, I have experienced hair loss, random rashes on my body, unexplained vaginal infections, thyroid issues, abdominal and pelvic pain, bloating, back pain, weight gain and brain fog. I had to have a full hysterectomy done as a result of essure as it is the only safe method of removal. In doing my hysterectomy it was discovered that coil in my left tube and had migrated and was protruding from the tube. My doctor does have photos of the device if they are needed.